Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental.

Event description:
It was reported that "rod broke in the screw head of s1. This was a revision surgery using xia 3. The pt complained of radiating leg pain a couple of days after the surgery. The rod breakage was not able to be seen with x-ray so when they brought the pt back to the last revision the doctor found that the rod had broke under the blocker in the middle of the screw head."